Event description:
After visit to the emergency dept, I discovered the metal filshie clips were used on my tubal ligation in 2007 had migrated in my abdomen, one located on top of my bladder and the other one dangling from the now severed tubes. Since 2007 I have had multiple health issues never resolved by a physician, as they could not figure out why I had autoimmune issues turns out my constellation of symptoms turned out to be a heavy metal toxicity. Upon having my fallopian tubes removed in (B)(6), many of my symptoms are subsiding and things are starting to get back to normal after 12 yrs of hell. I have been unable to work due to the severity of my conditions as well as almost lost my marriage due to mood and failing health.